Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer received an alarm, the first notification that the customer received was a beep and not a vibration; however, the alarm setting was set for a vibration. During troubleshooting with tandem technical support, the customer received a vibration notification as the first notification as expected. There was no reported impact to the customer's blood glucose level.